Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose of 445mg/dl which was treated with manual injection. Customer¿s current blood glucose was 154mg/dl. Drive support cap was normal. Customer reports insulin exited at the quick release. Insulin pump will be return for analysis.